Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during a right ventricular lead revision procedure, this pacemaker was prophylactically explanted and replaced. The device was not showing signs of battery depletion but with the patients age and ability to replace if it should show depletion, prophylactically replaced to avoid additional procedures. No additional adverse patient effects were reported.

Event description:
It was reported that during a right ventricular lead revision procedure, this pacemaker was prophylactically explanted and replaced. The device was not showing signs of battery depletion but with the patients age and ability to replace if it should show depletion, prophylactically replaced to avoid additional procedures. No additional adverse patient effects were reported.